Event description:
Report received of a tubing leak at the distal pt y-site. It was reported that an adult pt required blood transfusion. The tubing was primed with saline and connected to the pt with no problems. Within the first 15 minutes of the transfusion, it was noted that blood was leaking from the distal pt y-site. The estimated blood loss was unknown. The tubing was changed and the transfusion resumed with no further problems. There were no adverse pt effects. Additional info was requested, but no further info was available.